Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported the procedure was being performed in the surgery dept. The physician attempted to advance the guide wire through the radial arterial catheter and the wire would not advance. The wire seemed to be bent and would not advance through the internal lumen of the catheter. As a result, another kit was used successfully. There was no delay in treatment and no pt death or complications reported.